Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer was not working properly. No data could be obtain from patient.

Event description:
It was reported that the subject programmer was not working properly. No data could be obtained from patient.